Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the 8mm fenestrated bipolar forceps (fbf) instrument insulation at the distal end was torn. A replacement instrument was taken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps (fbf) instrument for failure analysis investigation. The instrument was analyzed and was found to have a frayed grip cable at the distal end. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after consultation with the operating room (or) staff present at the time, there were no other incidents to report. The operation was continued with a different instrument and completed as planned.